Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing, service found the image issue was due to a failure of the internal board of the scope connector. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the ccd unit, sliding error of movable l-range that occurred in the zoom scope, image occurred within the allowable range, damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual: inspection of the endoscopic system. Operation manual: important information ¿ please read before use: warnings and cautions. During the evaluation, service found the curved rubber adhesive was chipped. The angle of curvature was insufficient due to the elongation of the angle wire. The angle knob play was out of specification due to the extension of the angle wire. A liquid leak was observed in the scope connector. The paint on the suction cylinder was peeling. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer sent the subject device to an olympus service center with a report that the displayed image was ¿sandstorm¿ [noisy]. There was no patient or user injury reported. During inspection and testing, service found the image was blurred. This report is being submitted for the malfunction found during the device evaluation (blurred image).